Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair, cystoscopy, operative laparoscopy, and tubal cauterization due to stress urinary incontinence. On (B)(6) 2006, the patient underwent anesthesia, diagnostic hysteroscopy, dilation and curettage. In 2010, the patient had gallbladder removal, and in 2012, the patient underwent endoscopy, anterior cruciate ligament tear and placed screws to right knee.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent appendectomy on (B)(6) 2005.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary tract infection, (B)(4) - urinary frequency, (B)(4) - burning sensation additional information. Additional narrative: it was reported that following insertion the patient experienced urinary tract infection, urinary frequency, and burning sensation.